Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) asked the care giver(cg) the trouble shooting questions. The tsr had the cg close the clamps, disconnect the home patient (hp) and cycle power. The hc alarmed se 2367. The tsr had the cg cycle power again. The hc went to press "go". The tsr assisted the cg with getting set out. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The cause was undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process.. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because ,the product and lot number is unknown. The sample availability is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.